Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: during investigation, the pump was powered on and revealed that the display functioned properly. No lines were observed. The pump was opened and the display flex was fully seated and secure in the connector. The complaint of a line through the display was not duplicated. There was no defect found during investigation.